Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during case, screw lodged into the uni rm/ll cutting block. It is stated that the screw is still in block and can't be remove.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.